Event description:
Patient with lle (left lower extremity) ischemia to undergo aortogram. At the end of the procedure, the surgeon attempted to remove the angioscope balloon. Balloon was backed out and found to have broken off at the shaft resulting in remainder of balloon remaining inside the superficial femoral artery. Surgeon had to perform a cut-down to remove the balloon. To date, patient has recovered from extended procedure without any adverse effect.